Manufacturer narrative:
The lot numbers for two of the twelve malfunctions were provided and lot histories review were performed, the lot numbers are unknown for ten of the twelve malfunctions. The devices have not been returned for evaluation for any of the twelve malfunctions; however, photos were provided for two malfunctions. The investigation is confirmed for two of the malfunctions, as a broken hub and separate hub fragment were observed in the photos provided; the investigation is inconclusive for ten of the malfunctions due to the fact that no samples were returned for evaluation. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes twelve malfunctions. A review of the reported information indicated that model nnu10lpt drainage catheter allegedly experienced a crack. This information was received from various sources. All twelve malfunctions involved patients with no reported consequences. The patients¿ age, weight, and sex were not provided for any of the twelve malfunctions.